Manufacturer narrative:
Partial of the product was returned and is phase 1 of the physical investigation. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. Phase 1 investigation: visual inspections were performed on the returned sensor patch and no issues were observed. The sensor plug was seated properly and the adhesive was not peeling from the mount. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kits passed all tests prior to release. If the remaining product is returned, the case will be re-opened, and a further physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc freestyle libre 2 sensor partially detached after 6 days of wear. The customer subsequently experienced a loss of consciousness, and was treated with glucose via IV by a healthcare professional. Laboratory blood glucose results of 1.2 mmol/l and 8.7 mmol/l were provided. There was no report of death or permanent injury associated with this event.